Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain via a manufacturer¿s representative (rep). The rep reported that the patient claimed he felt a tingling sensation despite the battery being overdischarged. The rep reported that an MRI was planned but the patient was unable to tolerate without deep sedation. The rep reported that several falls and patient compliance led to the issues. The rep reported that removal of leads and battery were planned for (B)(6) 2018. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the tingles began months ago. The leads appeared to be in the correct position. It was reported that the scs system was explanted and the system would not be returned for analysis. No further complications are anticipated.